Event description:
The customer reported via phone call that she has experienced sensor reading discrepancies since (B)(6) 2013 or (B)(6) 2014. Most recent issue was on (B)(6) 2015. Customer's blood glucose has been from 50 to 100 mg/dl. Current blood glucose was 198 mg/dl and sensor was reading 294 mg/dl. Customer stated, she has received calibration error and sensor error alerts and had found the sensors to be bent. The customer was advised about the proper insertion and calibration process and was instructed to reset the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.